Event description:
An endeavor resolute rx drug eluting stent, length 30mm, diameter 2.75mm, was intended to treat a moderately tortuous lesion in a patient. It was reported that dislodgement of the stent occurred during contact with a severe lesion. It was reported that the lesion was pre-dilatated by balloon. No patient injury occurred and patient was reported to be fine post procedure. No clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: dislodgement. Severe lesion, moderately tortuous vessel. Evaluation, conclusions: severe lesion, moderately tortuous vessel.